Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs lead site. Reportedly, the patient felt a burning sensation at the lead site and found a pocket formed with fluid and blood near the lead site. The patient went to a wound-care specialist, the specialist sent the patient to the hospital. Surgical intervention was taken, the pocket was opened up and saline was used to clean the pocket site. A culture was taken and tested (B)(6). The patient was treated with antibiotics and the infection has reportedly resolved.